Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device analysis cannot be performed; the cause of the reported malfunction is undetermined. A search of the complaint database revealed no additional complaints reported for the same lot.

Event description:
A resolution clip device was used to facilitate hemostasis for a bleeding gastric ulcer in 2008. According to the complainant, "during the deployment of the [resolution] clip, the jaws did not close on the lesion." It was reported that the physician completed the procedure with a second resolution clip device. Although specific pt complications were not provided, the complainant reported that a serious injury had occurred during this event. Numerous attempts by boston scientific corp to ascertain further info regarding the pt injury were unsuccessful.